Event description:
A hydratome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2008. According to the complainant, when the device was placed down, the scope "the cutwire tip was wrapped around the bottom and it was disoriented and twisted." The device was removed and the procedure was completed with another hydratome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) - damage, internal/external. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A search of the complaint database did not identify any additional complaints reported for the same lot. The (B)(6) 2008 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome product family is included with the jagtome product family for complaint trending purposes. (B)(4).